Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech. Called in for help on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech called with help on 8015ls unit power lcord light does not light up, before call in he had replace the main battery, still same issue at this point he is looking at the power supply board or logic board be best to send unit in for repair, confirm price quote for both parts and quote for repair services. Tech. Ask me to email him the information on part # and price for each part without tax, and price quote for level one repair email information to (B)(6). (B)(4).